Manufacturer narrative:
Product analysis: analysis confirmed the customers comments as the upper case was broken around the rate encoder. It was also noted that the rate control knob was missing. The ventricle output connector was broken. Errors noted in log. Main printed circuit board (pcb) was out of specification electrically. The lower case was broken. The hanger screw was contaminated. -all found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the rate knob of the external pulse generator (epg) was broken. The epg was returned for service. There was no patient involvement.